Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope gave an error code when plugged in. This occurred during preparation for use and there was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. After letting the scope run for 25 minutes, the image was still good. In addition, the following were found during evaluation: minor chips on the distal end of plastic auxiliary lamp, a pinhole on the bending section cover, lifting of the bending section cover glue, a dent on the passage ring gauge of the insertion tube, grinding of the control knob, and low angulation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to the insertion section while the user was handling the device which led to damaged charged coupled device (ccd) unit. The event can be detected by following the instructions for use (IFU) which state: user may detect the suggested event by handling the device in accordance with the following IFU. - inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. The event can be prevented by handling the device in accordance with the following IFU. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result. Olympus will continue to monitor field performance for this device.